Event description:
It was reported by service report that the motion interrupt pan was missing, and the scale display was hard to read. It is unknown if there was patient involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: scale had a blurry display. Motion interrupt pan was missing.